Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged chronic cough. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this devicewas a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res (B)(4). Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The previously submitted report was erroneously submitted. Kindly disregard the previous report.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The user alleged chronic cough. There was no report of serious patient harm or injury. The device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and no errors were found in the software; the software just needed to be updated. No evidence of foam degradation was found. No secondary findings were found. The user's complaint of chronic cough due to the device could not be confirmed. Section h6 updated in this report. MDR 2518422-2022-07315-1 was filed in error. Please disregard.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly was having a chronic cough. There was no report of serious patient harm or injury. Code for the device being scrapped was not provided in the previous report. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device software version 1.1.5.3169 has been upgraded during investigation. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped based on customer request. In this report, section h6 have been updated/corrected.